Event description:
It was reported to boston scientific corporation that during a laser lithotripsy procedure using a flexiva 1000 laser fiber, the tip of the laser fiber detached inside the patient. The tip of the device was removed from the patient. It is unknown what device was used to retrieve the fiber tip. The laser type and laser settings are unknown. The procedure was completed with a different device, without any complications to the patient, who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that during a laser lithotripsy procedure using a flexiva 1000 laser fiber, the tip of the laser fiber detached inside the patient. The tip of the device was removed from the patient. It is unknown what device was used to retrieve the fiber tip. The laser type and laser settings are unknown. The procedure was completed with a different device, without any complications to the patient, who is reportedly fine post procedure.

Manufacturer narrative:
Visual examination of the returned fiber revealed that the pattern on the tip face is consistent with degrading. A portion of glass is missing from the tip indicating that a piece of the fiber detached.